Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the catheter and guidewire were returned, analyzed, and primary analysis results revealed the manipulator wire pulled through the lumen wall. Additionally it was noted that the catheter was kinked and was damaged at implant. The analyst also noted that the catheter was spirally slit (technique issue) and snagged control wire which caused resistance approximately 24 cm from the hub.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during implant, there was resistance noted when slitting the catheter after placing a lead. A wire was visible in the sheath where the resistance started to become too difficult for the slitter to cut through. The physician continued by using a scissors to complete the removal of the sheath. The catheter was removed, and there were no patient complications reported as a result of this event.

Event description:
It was reported during implant, there was resistance noted when slitting the catheter after placing a lead. A wire was visible in the sheath where the resistance started to become too difficult for the slitter to cut through. The physician continued by using a scissors to complete the removal of the sheath. The catheter was removed, and there were no patient complications reported as a result of this event.